Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had experienced high blood glucose level. The customer¿s blood glucose level were 404 mg/. The customer was treated with injection. Customer stated put changed battery in the pump and the pump was requiring time and date reset. Customer also stated had high blood sugar. The customer reported that the pump was exposed of fluid or moisture exposure to the pump was washer machine. The self-test was performed and was passed. The customer was advised to monitor pump. The insulin pump will not be returned for analysis.